Event description:
Pt has experienced several e4 occlusion errors and air bubbles in the system since starting infusion device therapy. His blood glucose was 440 mg/dl at 7:41 am, on (B)(6) 2012 and 488 mg/dl at 10:20 am. He had ketones of "++" and delivered a correction via an insulin pen. His blood glucose then elevated to 465 mg/dl at 7:06 am on (B)(6) 2012 and 497 mg/dl at 9:00 am. He had ketones of "++" and went to his diet specialist. The diet specialist believes the insulin delivery of the infusion device is too low and reported there was dampness in the cartridge compartment of the infusion device. The insulin cartridges are not reused and are changed every 3 days. The infusion set is changed every 1 day. His normal blood glucose is 150 mg/dl. The pt did not have an infection or start new medication, and it was reported that he required his wife's assistance to treat the hyperglycemia. The infusion device was replaced and requested for eval. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.